Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an insulation breach was discovered on the right ventricular (rv) lead. Additionally, the rv lead high voltage impedance had decreased. The lead was explanted and replaced. The patient was in stable condition.